Event description:
It was reported that a patient experienced increased depression with her first vns device. There was a short time after she was initially implanted where the therapy was working for her and she was doing great off of her medication, then she started feeling worse over the years. Attempts for further information were unsuccessful to date.